Manufacturer narrative:
Device evaluation: the evaluation is not complete. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Device history record was reviewed, complaint database was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when additional information is available.

Event description:
The complainant reported that the rotator ruptured while injecting contrast media for a percutaneous transluminal coronary angioplasty procedure. No harm or injury to the patient was reported.